Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the device was explanted due to insufficiency.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information, and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During surgery, the head piece of the sizer separated into two pieces. Dr tapped it back into place but now the top of the sizer is not centered.